Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a battery disconnected error message and shut down. The system no longer worked afterward. There is no report of patient injury associated with this event.